Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the device was explanted due to a loss in function. The device stopped working a few months before the surgery. There were no further patient complications.